Event description:
The customer reported to olympus, that there was blockage in water channel during reprocessing lucera gastroscope.

Manufacturer narrative:
The device was evaluated, during the repair process white contamination was evident (infacol) cerebrospinal fluid (csf) blockage was evident within the air and or water channels. It was not possible to identify when the foreign material had been attached to the scope. Reprocessed with the different procedure form the instruction manual (including cases where leakage test was not performed properly). There was no patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blockage/foreign material in the air/water channels, was found to be a white crystallized contamination, believed to be an infacol (simethicone) type product. A definitive root cause of the issue could not be determined, however, it is probable that the device was not reprocessed / reprocessed completely at the user facility. The event can be detected by following the instructions for use sections below: ¿·inspection of the endoscopic system¿. ¿ · inspection of the air-feeding function¿. In addition, the following non-reportable malfunctions were found during the device evaluation: 1. Glasses adhesive worn. 2. Distal end adhesive lifting. 3. Aspiration housing coloured ring worn. 4. Control body - identity badge missing. 5. Uneven illumination. 6. Up/down angle play. 7. Air/water channel not to specification. 8. Water removal not to specification. 9. Electrical safety test not to specification. Olympus will continue to monitor field performance for this device.